Event description:
It was reported that a lead revision was performed due to a broken lead. The reporter stated that the impedance measurements showed over 2,000 ohms at each electrode. It was noted that the patient's therapy was going well after operation.

Manufacturer narrative:
Product ID neu_silicone anchor, product type accessory product ID 3487a-33, lot# v009451, implanted: 2006-(B)(6), explanted: 2012-(B)(6), product type lead, (B)(4): analysis of the lead, model # 3487a-33, found the lead body conductor broken at anchor site. Three conductors were broken 11cm from the distal end. Analysis of the anchor, model # unknown, found no significant anomaly.